Manufacturer narrative:
B3.

Manufacturer narrative:
The quality engineer evaluated pump data and concluded the following: logs were reviewed from (B)(6) 2020. A total of 7 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for each event are included below. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 49 mg/dl were recorded at 6:52:20 pm to 7:12:20 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 49 was enunciated at 6:52:20 pm on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 5:41:21 pm date: (B)(6) 2020 iob: 1.12 requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 46 to 53 mg/dl were recorded at 01:32:19 am to 01:37:19 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 01:32:19 am on (B)(6) 2020. The user received the following automatic bolus(es) per the user¿s personal profile: time: 10:39:25 pm date: (B)(6) 2020 size: 0.86 iob: 0.96. Time: 11:54:10 pm date: (B)(6) 2020 size: 0.58 iob: 1.31. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 48 to 50 mg/dl were recorded at 01:32:16 am to 01:47:16 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 50 was enunciated at 01:32:16 am on (B)(6) 2020. The user received the following automatic bolus(es) per the user¿s personal profile: time: 10:09:08 pm date: (B)(6) 2020 size: 0.93 iob: 0.92. Time: 11:24:02 pm date: (B)(6) 2020 size: 0.57 iob: 1.28. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) value of 50 was recorded at 12:12:08 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 12:07:08 pm on (B)(6) 2020. The user made the following bolus request(s) without entering current glucose or carbohydrates and while still having insulin on board (iob): time: 10:52:45 am date: (B)(6) 2020 iob: 1.80 requesting a bolus without entering current bg or carbohydrates and while still having insulin on board (iob) may lead to a low bg event. Continuous glucose monitor (cgm) value of 53 was recorded at 10:11:56 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 10:11:56 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 48 to 53 mg/dl were recorded at 12:01:54 am to 12:11:54 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 12:01:54 am on (B)(6) 2020. The user received the following automatic bolus(es) per the user¿s personal profile: time: 9:24:18 pm date: (B)(6) 2020 size: 0.87 iob: 1.03 the cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 40 to 52 mg/dl were recorded at 8:11:52 pm to 8:26:52 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 7:36:54 pm on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 4:47:26 pm date: (B)(6) 2020 iob: 1.04. Time: 6:09:21 pm date: (B)(6) 2020 iob: 1.70. Requesting a bolus with iob may lead to a low glucose event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) ranging between 40-50mg/dl, cause was unknown. Carbohydrates were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.